Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced ongoing elevated blood glucose (bg) levels between 400-500 (mg/dl) and moderate ketones for 1 week. Customer changed their infusion sets, rotated their infusion sites, and administered injections to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.